Event description:
The doctor reported that when cutting and iol with his dfh-0012 packer/chang iol cutter the scissor blade broke. There was no impact to the pt and the procedure was completed as planned.

Manufacturer narrative:
The device was returned corroded and showing signs of being sterilized by a method not recommended for these devices.